Manufacturer narrative:
Product evaluation: one opened sample, part number 8229970, from lot number 0213796223, was received for analysis. In an as received condition there was no occlusion of the main tube inside diameter. A syringe was used to inflate the cuff with 10cc of air. No pressure was applied to the cuff and the inside diameter delaminate immediately blocking the airway path which would have resulted in the reported event. Using the 7.0mm inside diameter as reference, the delamination / separation of the pvc layer reached the opposite side or in other words 7mm which is out of specification. The approximate location / orientation of the occlusion on the inside diameter was centered around the inflation assembly. The tube was deflated with no issue, and the obstruction receded. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: prior to intubating with the emg flex tube, the tube was checked for patency. Between 6 and 8 ml of ambient air was used to inflate the cuff. The patient was placed in the surgical position; hyperextension of the neck. The tube had been placed at least 20 minutes before the issue occurred. After the patient was reintubated with a non-medtronic ett, the procedure was completed successfully. The patient "has not suffered an adverse reaction derived from this event".

Manufacturer narrative:
510k: device not marketed in the us; similar device available. H3: product evaluation: analysis results are not available; the device was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that orotracheal intubation is performed with a medtronic emg flex tube. After at least 15 minutes of ventilation without incidences, progressive increase of airway pressure begins, with significant hypotension and loss of capnography despite good pressure and flow curves. The auscultation was observed without flow entry (no respiratory flow could be heard), so it was decided to administer corticosteroids and beta-adrenergics. This provided poor mechanical response despite maintaining peripheral oxygen saturations of around 100%. The emg flex tube is removed and the patient is re-intubated without incident, achieving the correct ventilation. There was no serious injury reported. Subsequently, the emg tube is checked, where internal herniation is observed.